Manufacturer narrative:
The technician found the left caregiver label was cut which allowed fluid into the ucm board. The technician replaced the left ucm cable, board and label to repair the bed.

Event description:
Info received indicates the service required light is on and the bed is displaying error codes due to fluid ingress onto the left ucm board.